Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that a broken needle was found during use with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter, "phone call on 2019-12-18 16:35:03: we received a voicemail today from a consumer. He does a once a week testosterone shot and on 12/1/19 he injected with a 22g needle but after injection needle was not in the syringe. He had a MRI/xray to find needle but nothing found. He would like a call back. From phone call on 2019-12-19 13:14:28: consumer called back. He explained he thinks the needle went in, he went to get an xray, they did not found anything. He gets the syringes at the doctors office. He has been using it for long time, he did not confirm if he was using the integra and did not clarify for my question if he was aware the integra retracts the syringe. As he was on the phone with me he stated he noticed the syringe retracts the needle."